Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently underway. Upon completion, a full detailed investigation will be provided.

Event description:
On (B)(6) 2016 the customer stated the unit had a damaged case. Upon triage on (B)(6) 2016 the service tech found the unit had a damaged power cord with exposed copper wires.

Manufacturer narrative:
Submit date: (B)(6) 2016.a review of the information in the complaint file indicates this investigation was performed by a medtronic technical center for the reported condition of; a damaged case. During service a damaged power cord with exposed copper wire was found. Therefore, this report will be based on information provided by the technical center. The scd express was evaluated and the customer reported issue was confirmed; the power cord's outer and inner insulations are damaged allowing view of the inner copper wire. The front and rear enclosures were damaged. The cause of the reported condition for the damaged case and power cord are due to customer misuse. The power cord was scrapped, the front and rear enclosures were replaced to correct the reported issue. The unit passed all initial testing after failure analysis repair instructions were completed. Scd express was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed.